Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 75-year-old male patient needing mechanical circulatory support. It was reported that the pump encountered positioning issues. The pump had slipped out of the left ventricle and after several attempts, the pump was able to be correctly repositioned. However, another positioning issue was later encountered, and it was then decided to explant the pump.

Manufacturer narrative:
The root cause of the positioning issue was unable to be determined due to limited clinical details. This report is being filed as part of a retrospective review of historical records.